Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with a 600cc mentor memorygel breast implant experienced right sided capsular contracture baker grade iii/IV post procedure. As a result, patient underwent removal and replacement with two 550cc mentor memorygel breast implants on (B)(6) 2013.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii/IV. Note: two lot numbers were provided. The other lot number is 6606324. Clarification is in progress. A supplemental will be submitted if a response is received. A manufacturing record evaluation was performed for the finished device 6606324 number, and no non-conformances were identified. Manufacturing date: 25/jun/2012, expiration date: 30/jul/2017. Manufacturer¿s reference number: (B)(4).